Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that the patient's heart rate was 30 beats per minutes and the device was programmed to 60 beats per minute. Oversensing sensing of the device was the suspected problem. Reprogramming of the device was attempted but unsuccessful. The device was explanted and replaced. No patient complications have been reported as a result of this event.